Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a percutaneous lead on (B)(6) 2009. It was reported that the patient underwent a surgical revision to re-anchor the lead due to migration. Effective stimulation was recaptured for the patient as a result of the procedure. No devices will be returned to the manufacturer.